Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm on (B)(6) 2025 and the blockage was in the tubing. The patient got hospitalized due to dibaetic ketoacidosis and the blood glucose level was 700 mg/dl during the admission. The patient got treated with manual injections and intravenous fluids with insulin and had symptoms like extremity pain/cramps, increased thirst and vomiting. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010047, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010047". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010047 was manufactured according to the work instruction (wi) version 82 and manufactured in the line 3 on 03-nov-2024, with a total of (B)(4) units. 1 set with bent needle, no failure relation with malfunction. The sub-assembly lot 4k05700 was manufactured according to the wi version 27 on 02-nov-2024, with a total of (B)(4) units. The sub-assembly lot 4k05703 was manufactured according to the wi version 27 on 04-nov-2024, with a total of (B)(4) units. The sub-assembly lot 4l01677 was manufactured according to the wi version 27 on 10-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k05680 was manufactured according to the wi version 42 and manufactured in the line 04, 05 and 08 on 30-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k05238 was manufactured according to the wi version 42 and manufactured in the line 04 and 08 on 26-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k05679 was manufactured according to the wi version 42 and manufactured in the line 04, 05 and 08 on 29-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k06564 was manufactured according to the wi version 42 and manufactured in the line 04, 05 and 08 on 02-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l00863 was manufactured according to the wi version 42 and manufactured in the line 04, 05 and 08 on 06-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. Sin order to test the product, the returned sample) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.